Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 3rd day, discontinued) and meropenem injection (1gm, once daily, discontinued) for peritonitis. Five days after the event onset, the patient's pd catheter was removed and the patient was transferred to hemodialysis (thrice a week). On an unknown date, pd therapy was discontinued. The patient was discharged 11 days after hospital admission. At the time of this report, the patient has recovered from the events. It was reported that patient retraining was ongoing. No additional information is available.